Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Additionally, the pump battery was unable to charge using the usb cable. The customer's blood glucose (bg) level was 178 mg/dl. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer reverted to manual injections for alternate insulin therapy.